Manufacturer narrative:
The tech found the CPR valve was sticking due to contamination in the hydraulic fluid. The tech replaced the CPR valve to repair the bed.

Event description:
Info received indicates, the head section won't go up.